Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure one endeavor sprint drug eluting stent was implanted in the proximal lad. Approximately 19 months post index procedure, the patient suffered an acute myocardial infarction. The patient died a vascular death same day. The investigator reported that it is unknown if the event is related to the device and is not related to the antiplatelet.